Event description:
It was reported that during a rectum procedure, incomplete stapling of the half of the rectum. The need to establish a second charger for linear stapler. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information unavailable.